Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of "door sensors not detecting door" was not verified during evaluation. Incoming device testing detected a system error 322 error during testing and found the fault attributable to the lower link switch. The lower auxiliary was determined the assignable cause for both the customer reported issue and the system error 322 that was experienced during evaluation. The lower auxiliary was replaced to correct both issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the door sensors of a spectrum pump were not detecting the door. There was no patient involvement. No additional information is available.